Manufacturer narrative:
No button response on esc button noted due to moisture damage on keypad traces. Unable to perform displacement test due to unresponsive keypad. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Event description:
It was reported that the customer's act button was not working. The customer stated that there was no reponse when pressing the button and that the light was not working. The customer's blood glucose was 80 mg/dl. The customer stated that the insulin pump had earlier fell out of his pocket and hit the end of his bed. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.